Event description:
It was reported that the device was used during a laparoscopic appendectomy. It was reported by the rep that the atw35 stapler was used to staple the mesoappendix. Upon firing the device, the reload cartridge broke in half and fell into the abdomen. The two parts were retrieved and another reload was opened and loaded and it worked fine. There was no consequence to the pt.